Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 748951, serial# (B)(4), implanted: 2004 (B)(6); product type extension (B)(4). The device was being used off label for occipital pain.

Event description:
Follow up information received reported that the patient was unable provide any information at this time as their physician no longer would take care of their device or therapy. The patient was in the process of ¿researching¿ trying to find a new doctor. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient noted that for the past 6 months prior to the report, the patient had a return of pain. The patient saw a manufacturer representative four months prior to the report for some programming adjustment. The patient was having a lot of pain in her right ear. It turned red and purple and was very painful to touch. The patient could not sleep on that side and nothing could touch that side of her head when it was acting up. The patient noted that the manufacturer representative told the patient after the programming appointment four months prior that if she needed further programming, she would need to contact her healthcare provider (hcp). The patient was implanted for occipital pain, and this was an off label use. This was the patient¿s second implant because the first one wasn¿t rechargeable. She only had to go back 4-5 times for programing adjustments since 2009 because pain characteristics would change and all of a sudden the patient would feel pain again. The patient would adjust her settings and sometimes that helped and then when that didn¿t stop the pain, or aggravated the condition, that was when the patient went in for reprogramming. The patient wanted to know how long the implant would last and what to do when it needed help. The patient was going to see an oncologist in (B)(6) 2015. All of a sudden the patient started having a breakthrough pain to the touch behind right ear, about the right and whole top part of the patient¿s ear hurt to be touched. The patient noted that she could wear an earring at the bottom of her ear and it didn¿t hurt. The pain traveled down the neck, from the back of her ear (right rear of her neck). This started 6 months prior, on and off, but was last 4 weeks it had gotten worse. The manufacturer used the patient programmer and clinician programmer to make adjustments in (B)(6) 2014. The patient told the manufacturer representative that the reprogramming 3-4 months prior that it was helpful and her symptoms improved. Before reprogramming 3-4 months prior, the patient did not note discomfort was an acute onset. Stimulation was generally working, it just needed tweaking at that time, and they didn¿t change much for the patient. The patient would turn her head and that affected the stimulation sensation. When she left the visit then, 3-4 months prior, the patient indicated everything was fine and the equipment was working well. It seemed to help for a little bit and stopped helping a month or two later, the patient started having issues. The week prior the patient was notified that the hcp did not take medicare or the supplement anymore. The manufacturer representative could not do any programming adjustments at the time of the meeting back in july/august 2014. The pain got worse about 3 weeks prior, she started using rubbing alcohol on her ear and it caused pain to subside a little bit, but still had to sit very still and not move her head around at all and it helped. When the pain got real bad then the patient couldn¿t do anything at all. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.